Event description:
Healthcare professional reported the same day the pt was injected with juvederm ultra xc in the glabella the injection site became swollen and red. The pt then "popped" the swollen area and "liquid became to ooze" from the injection site. Upon assessment, the pt "had a red rash between the eyes that look like it was picked at because the skin was broken." The pt was referred to a plastic surgeon who believed the pt's symptoms may have been caused by "bleeding" which contributed to swelling but also speculated that the symptoms were indicative of possible herpes outbreak, as the pt had a history of "lower extremity herpes." The pt was prescribed keflex, "valtrex or acyclovir" and dermatol. Pt symptoms have improved but there is still some hyperpigmentation of the skin.

Manufacturer narrative:
Further info from the reporter regarding event/product or pt details has been requested. No additional info is available at this time. The event of "red rash", "liquid began to ooze", herpes, bleeding, swelling, and hyperpigmentation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all physicochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle is registered as conforming.